Event description:
The customer contact reported that there was an operator error in programming the device, which resulted in the pt receiving less medication than intended. At 1800, the pump was programmed to deliver a 14unit/hr dose of heparin instead of the intended dose of 1400units/hr. At an unspecified time, the nurse noted that the pt's ptt level was "low" and reprogrammed the pump to deliver the intended dose. The pump was removed from clinical service the next morning. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.